Manufacturer narrative:
Please retract this report 2017865-2026-09467, this product did not contribute to the event.

Event description:
During a remote follow-up, myopotential over-sensing was observed on the device. Additionally, the patient experienced dizziness. No intervention has been performed. The patient was stable and will continue to be monitored.